Manufacturer narrative:
A review of manufacturing records did not reveal any abnormalities that could have contributed to this event. A review of complaint history revealed no prior complaints for the listed lot.

Manufacturer narrative:
It was reported that the device will not be made available for investigation.

Event description:
It was reported that intraoperatively the cable broke while tightening. A frayed piece stuck through the surgeon's glove contaminating the cable. Another cable was placed successfully. A small prick was made in the tip of the surgeon's finger. Patient's history required surgeon to have follow-up blood work done. No adverse event reported for either surgeon nor patient.